Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements greater than 125 ohms. Subsequently, the patient underwent a revision procedure and the lead was attempted to be repositioned; however, the impedance measurements remained high. The lead was then explanted and successfully replaced. No adverse patient effects were reported. This product remains in-service.